Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that during an impedance check there was high impedance on contacts 8, 9, 10, 11, 13 and 14. No external or patient factors were known that may have contributed to the issue. The patient was programmed using the contacts that were within normal impedance range. The issue had not been resolved at the time of the report. No patient symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that no cause was determined.